Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Note: section b2: other serious refers to serious injury/illness-hemodynamic instability. Note: this manufacturing report is for one of two devices associated with the event. The second device will be managed accordingly under its respective remediation project.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support, and the device had continuous suctions. The patient was presented to the emergency department and underwent cardiopulmonary resuscitation (CPR) shortly upon arrival, and upon arrival at the cardiac catheterization had pulseless electrical activity. The impella cp was inserted via right femoral access, and angiography performed with CPR in progress. Bypass grafts was noted open, and the arrest was noted likely metabolic in etiology. The team was unable to gain return of spontaneous circulation after several resuscitation attempts and continuous suction on the impella cp. An attempt with an impella rp was made, inserted through the right femoral vein, but it was unable to advance after multiple attempts. The implant was aborted, and the patient was pronounced as deceased. Medical safety reviewed the event and noted use of the device cannot conclusively be associated with the outcome (demise). The patient's peri-procedural condition was critical.